Manufacturer narrative:
Evaluation summary: this report is based on information provided by post market vigilance investigation personnel. It was reported that the patient had a capsule which failed to attach. One bravo device was received for evaluation. The returned sample met specification as received by medtronic. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach. There was no harm to the  user and patient. A repeat procedure was performed wherein forceps were used as an intervention to retrieve the capsule and a different capsule was used to complete the procedure. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. The physician used a scope for capsule placement. The delivery system and capsule will be returned for investigation.